Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. The patient had their routine 45-day follow up and transesophageal echocardiography (tee) imaging showed a device related thrombus on the face of the closure device. It was noted that the patient had been non-compliant with the post-implant drug regime. The medication dose of eliquis was increased as a result of this event. There were no further complications and the patient was discharged.